Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) exhibited shock lead impedance measurements of 0 ohms while the patient was in the intensive care unit for respiratory failure. A boston scientific technical services (ts) representative discussed that this can occur in environments with high electromagnetic interference (emi). Ts recommended re-evaluating the system once the patient is out of a noisy environment. No adverse patient effects were reported. This lead remains in service.